Event description:
It was reported that during second use of this suture hook in a shoulder arthroscopy, the tip broke off in the pt's tissue. The tip was retrieved arthroscopically and there was no injury associated with this event.

Manufacturer narrative:
Investigation results: the suture hook was rec'd for investigation without the detached needle tip. During a visual examination, it was noted that the outer tube of the hook was bent and that the needle tip broke at the weld. The info for use (IFU) warns the user to avoid lateral stresses to the instrument or device function may be compromised and unintentional pt injury may result. Conmed linvatec will continue to monitor this product for failures.